Event description:
It was reported that when the patient presented to the clinic for routine follow up, upon device interrogation high thresholds were observed. The lead was explanted and replaced when repositioning was unsuccessful. Patient was doing well post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).